Event description:
The surgeon implanted a cc4204bf model lens but removed it due to not liking the way the lens sat in the eye. The incision was enlarged slightly to remove the lens, sutures were not required to close the incision. An msi-pf injector and sfc-25 cartridge were used with this lens. The lot numbers for these devices were unk.